Manufacturer narrative:
An injector lot number search was performed for similar complaints within the search and there were twenty similar complaints. A cartridge lot number search was performed and there were six similar complaints. A foam tip plunger lot number search was performed for similar complaints and there were two similar complaints.

Event description:
It was reported that the surgeon was inserting an eyeonics lens using a mtc-60cfp cartridge and the haptics stuck in the cartridge. The lens was cut to be removed with no patient injury. A back up lens was successfully inserted. The reporter felt the damage to the lens was due to the cartridge.